Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and the end of the fiber tip came off at 14,879 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.